Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. There were no patient consequences.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection of the header and connector found no anomaly related to the field concern. Additionally, electrical, and mechanical analysis performed under nominal conditions indicated normal functionality. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.